Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient¿s nurse reported finding a fluid leak following the patient¿s treatment. The nurse reported that when they opened the cassette door they found fluid leaking inside the cassette door. The cause of the leak was unknown. The patient was given unspecified prophylactic medication following the event. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. The patient was advised to discontinue use of their cycler. The patient completed treatment with manual supplies until a new cycler was delivered. The patient has received their new cycler and is continuing with peritoneal dialysis therapy. The sample may be available for evaluation.

Manufacturer narrative:
Device evaluation: the cassette sample was returned to the manufacturer for evaluation. During disinfection of the sample, the alleged failure was confirmed. There were three pin holes found at the cassette film; all three pin holes on the left cassette film. As the visual inspection of this event was confirmed at this time, no additional testing of the sample was required. As the lot number was not provided, a manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. The investigation into the cause of the reported problem was able to confirm the failure mode. There were three confirmed pin holes in the cassette films on the returned sample. The complaint has been deemed confirmed.